Event description:
Emt's responded to a pt in cardiac arrest. Emt's initiated CPR then connected the device to the pt with disposable defibrillation/ECG electrodes and pressed the analyze button. According to the reporter, the device alarmed connect electrodes and would not analyze the pt's rhythm. CPR was continued and the pt transported to the hosp. The pt was not resuscitated but the reporter said the pt had a ruptured aorta and was not viable so not being able to use the device did not cause or contribute to the pt's death.